Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025. She felt unwell. The patient would have eaten as a treatment, most likely based off the low cgm reading. It was unknown how, but the patient went to the hospital. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 44.0 mmol/l. The patient was treated with insulin (route not reported). The patient was discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.